Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction/internal fixation with the va locking screw and the va-lcp olecranon plate for an olecranon fracture. When the locking screw in question was inserted into the second screw hole from the most proximal position, it could not be locked. The surgeon guessed that it might be interfered with the 3.5 lhs which fixed the distal area. The interference might cause locking failure. The surgeon tried to replace it with a short screw. Although the screw rotated counterclockwise with a screwdriver, the screw head could not be pulled out from the screw hole. The surgeon tried to remove it several times, and it did not work. The surgeon decided to leave the screw as it was. The surgery was completed successfully without any surgical delay. According to the surgeon, the va locking screw in question has not been effective in stabilizing the fracture; however, osteosynthesis was sufficient with other screws. Since the patient is youth, there is a high possibility of removal. When removing the implants, the surgeon has to cut the screw head, or some other procedure has to be performed to remove the implants. The surgeon commented if a short screw had been used and it had not interfered with the distal 3.5 lhs, this event might not have occurred. The patient outcome was reported to be stable. No additional medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot: part # 04.211.056ts. Lot # 298l419. Manufacturing site: früh verpackungstechnik ag. Release to warehouse date: 22 apr 2024. Expiration date: 01 apr 2029. Supplier: werk selzach logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.211.056. Non-sterile lot # 9843p36. Manufacturing site:, depuy synthes products, inc. Release to warehouse date: 14 mar 2024. Supplier: werk selzach logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.